Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to product performance issue but the reason was not yet known. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation at 24 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.